Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon attempted to engage the locking mechanism over the mini cuff multiple times but was unable to secure it completely. Initially, they suspected that the issue was with the locking mechanism itself; however, it was determined that the surgical stitching technique was the primary factor, as the tissue was preventing the locking mechanism from latching fully. Considering this, the surgeon opted to open a new pump without allowing sufficient opportunity for the abbott representatives to test the original one. After opening the new pump, the surgeon encountered some difficulty in connecting it to the same mini cuff. Fortunately, they eventually found a way to secure it. After the procedure concluded to further assess the situation, the abbott representatives brought the original pump back and tested it with the standard cuff and implant kit. That worked perfectly locking fully, with the yellow line disappearing as expected. The patient did not experience any clinically significant delay in surgery due to the event, and the patient was reported to be stable post implant.